Event description:
Customer reported event desc: during ultrasound-guided liver biopsy, the biopsy gun bent at the tip, creating a sharp edge outside of the normal diameter that caused a scratch on the liver tissue. The pt was observed for an add'l 4 hours and no injury occurred.

Manufacturer narrative:
The device sample was returned and reviewed by quality and product development engineers. It was noted the cutting cannulas are bent outwards, with one broken off on the returned device. There is a gall mark on this side of the needle set which extends below the pincer, pictures have been taken for review. A gall mark may occur when objects of the same material are functioned with minimal space between the inner diameter and outer diameter of the two objects. This result may have been caused if the device is not used with the proper introducer needle. The pincer is positioned appropriately in the returned device with no defects noted. After preliminary investigation it does not appear the defect is related to the manufacture of the device. We are attempting to receive further info that may help to determine the root cause of the occurrence reported.